Manufacturer narrative:
Approximate age of device- 5 years and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2019, the patient reported driveline disconnect at 7:02. The patient does not recall disconnecting the driveline this could indicate potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The patient was ordered 2 ungrounded patient cables. No additional information provided.